Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned product found that the hinge post extension exhibited signs of use (surface scratches) with no visible signs of damage to the threads. Dimensional analysis was performed and the results were within specification. The evaluation of the returned product does not change the root cause previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection and the reported event was confirmed through review of medical records. Photographs provided showed that the hinge post extension was disassociated from the hinge post, however, it is not known what procedure the implants are related to as the patient experienced this complication more than once. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - nexgen rotating hinge knee femoral hinge service kit catalog #: 00588009016 lot #: 64425633, unknown nexgen rotating hinge knee femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. The complainant has indicated that explanted devices will be returned to zimmer biomet, however, it is unknown what devices will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Investigation incomplete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to subluxation of the hinge post extension approximately five (5) months post-operatively. The device appeared to have loosened and raised and a new service kit and articular surface were utilized to exchange the parts that loosened. Attempts have been made to obtain additional information, however, no additional information is available at this time.